Event description:
On (B)(6) 2026, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, the balloon allegedly did not inflate. When tried to remove the balloon, it was trouble deflating it fully. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. D2b: (lit; dqy). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.